Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen or co2) is displaying a "cal error." The waveforms are irregular and intermittent.